Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the pump error 49 (history pointers failed. The history pointers are corrupted.) The customer reported hyperglycemia and was treated with manual injection. Blood glucose value was 24 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm. The customer did not receive request to rewind pump and the pump passed self test. The customer using the insulin pump system within 48 hours of reporting high blood glucose event. No further patient complications were reported. The customer would discontinue to use of the device, product return was required for mmt-1885.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement and displacement test. No pump error 49 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 49 alarm in the event date of 11-may-2025 at 23:56:04. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and minor scratched lcd window. Pump error 49 alarm was not confirmed. Unable to verify customer complaint for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.